Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70 serial#: (B)(4) description: artisan surgical lead, 70cm.

Event description:
A report was received that the patients ipg and lead site were not healing properly. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patients ipg and lead site were not healing properly. The patient will undergo an explant procedure.